Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: stating self test failed and giving a tf 431002 (blower disconnected). No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: stating self test failed and giving a tf 431002 (blower disconnected). No patient involvement.

Event description:
The following was reported to hamilton medical ag: stating self test failed and giving a tf 431002 (blower disconnected). No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11 follow-up 2 - additional information: the entry fields b4, g6, h2, and h11 have been updated. Device alarms with a technical event te 431002 (blower disconnected) during start up and the self test that must be conducted prior to use of the device showed a fail. As it was during the start/ preparation of the device, there was no patient involvement. Consequently, the event did not cause or contributed to a death or serious injury. A failed self-test does not indicate a malfunction but rather was designed to prevent it. It serves as a security check to ensure all systems are functioning properly. If self-test is failed, it does not imply immediate danger, but rather alert an issue that needs to be addressed to prevent future problems. There is no information that reasonably suggest that the device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, based on this information, the event is assessed as no longer reportable and the event can be closed with this follow up report.